Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds near the proximal end of its embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of resistance during the procedure could not be determined. During functional testing, the pod pc was unable to be advanced through its introducer sheath due to the offset coil winds. Further evaluation of the device revealed an additional offset coil wind, and pusher assembly kinks. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, four coils were implanted into the target vessel. Next, while advancing a pod pc through the middle of the lantern, resistance was encountered. Therefore, the pod pc was removed. The procedure was completed using another pod pc of the same size and eight additional pod pcs with the same microcatheter. There was no report of an adverse effect to the patient.